Event description:
I prepared a sample of platelet-rich plasma using a commercially available medical device. The gel in the tube looked defective, and after the preparation, I was concerned that the gel could be injected into a pt. This product seems to have a quality issue and could affect pt safety. FDA safety report ID# (B)(4).